Manufacturer narrative:
Method: the case information including feedback obtained from the event reporter was used to evaluated the device performance. Results: perforation is defined in the labeling (instruction for use) as a possible complication. Additional remarks: changes to personnel reviewing predicate events for reporting inclusion resulted in the delayed MDR submission for this event.

Event description:
The patient presented with a rutherford class iii 23cm chronic total occlusion (cto) that consisted of mild calcification and a distal cap with fibrous plaque. The physician advanced most of the way through the cto before meeting resistance a few centimeters before the distal cap. The physician tried to advance by applying additional force an the catheter perforated the artery. The physician used a looped wire technique to cross the distal cap and then switched to an enteer re-entry system. Following the use of the enteer, the patient was treated with the turbohawk followed by a 4mm x 120mm balloon with prolonged (>1 min) inflation. The perforation resolved immediately. A short stent was placed to resolve a residual, fibrous stenosis approximately where the distal cap was . The physician was pleased with the successful outcome and final review of the angio.